Event description:
It was reported to philips that the system failed due to an ups issue during a procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the pacemaker procedure was completed as planned. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. A philips field service engineer (fse) inspected the system onsite and found that the 1-phase ups malfunctioned which caused the f4 fuse to trip. To resolve the issue, the fuse was replaced and the 1-phase ups was bypassed. The system was returned to use in good working order and ready for clinical use. Philips has initiated an investigation on the 1-phase ups and will take appropriate corrective actions, if deemed necessary, when the investigation is completed.